Event description:
Customer reportedly received the following results on the advantage sys within 10 minutes: 325 mg/dl, 191 mg/dl, and 479 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.